Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise. No additional adverse patient effects were reported. This rv lead will not return for analysis since it is contaminated.